Event description:
A patient was found unresponsive. Blood sugar level tested with this equipment produced results of 103. Lab personnel came to draw blood for serum blood sugar test within five minutes and the result was 23.======================manufacturer response for blood glucose meter, n/a (per site reporter)======================it has been determined the device was working properly through an internal technical evaluation. The observed problem was related to improper handling of reagent strip. Manufacturer's representative confirmed the likelihood that the discrepancy was related to storage of reagent strips.